Event description:
It is reported that the device was implanted in 2006. Approximately 1 year post-op, the femoral component had loosened. There are no plans for a revision surgery to occur. The surgeon will monitor the patient's progress.

Manufacturer narrative:
Evaluation summary: x-ray images show femoral component was possibly implanted in flexion which led to a large gap on the anterior face. Images show a less than optimal cement mantle on anterior face. Femoral component did not fit bone tightly as evident by large anterior and posterior gap which likely contributed to loosening. Evaluation codes: no product was returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed